Event description:
Reporter noted fluid leaking into system. Changed footswitch during procedure, but did not resolve problem. Transferred pt to another facility to complete case. Pt is reported as doing well, with uncorrected va of 20/25 at last visit.